Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section procedure, when suturing the reflex bleeding point of bladder peritoneum, the surgeon noticed that the polysorb tip fell into the patients cavity. Surgical time was extended more than 30 minutes due to the problem. In order to complete the case, an x-ray was done, it took 1-2 hours to find the tip, but it was not retrieve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned product noted two needles in an unlabeled container. The needles were both attached to partial sutures. One of the needles was observed broken at the needle tip. The needle tip wasn¿t returned. The other needle was observed to not be broken. Bend moment testing was performed on the sealed sample, and the results exceeded the specification for this products. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an unknown procedure, the surgeon noticed that the polysorb tip fell into the patients cavity. In order to complete the case, an x-ray was done, it took 1-2 hours to find the tip. Patient status is alive but incurred a non-serious injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.